Manufacturer narrative:
The returned device was evaluated. During investigation, the device was able to power on using ac power only. The battery was not capable of taking or holding a charge due to a defective battery. The device was able to engage in monitoring and alarmed during alarm conditions. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the unit is not holding a charge. Customer states the unit works fine on ac power but, as soon as it is unplugged it turns off. Customer states the ac power led does illuminate when ac power is applied. Customer allowed the unit to charge overnight but, still did not hold a charge. There were no consequences or impact to patient reported.